Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the system would not fluoro or display cine runs. No pt injury was reported.